Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned with the stent having already been deployed from the delivery system. A visual and tactile examination found no kinks or other damage along the length of the catheter. The investigator identified no issues with the profile of the inner. The stent was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2016. It was reported that the stent failed to deploy. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced to treat the lesion. However, upon reaching the target lesion, the stent would not deploy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent had already been deployed and was not returned.